Event description:
It was reported by the aci clinical specialist that an (B)(6) year old female pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via 5f sheath (model unk). A pre-procedure femoral angiogram showed the vessel size approx 7mm. It is unk if pvd/calcium was present in the vicinity of the access site. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured as the physician pulled the device to the tip of the sheath (1st stop). Then the sheath and device came out of the pt's body as one unit. It was stated that the physician "did not pull negative when initially inflating the balloon". The pt was converted to 20 minutes of manual compression at which time hemostasis was achieved. The pt remained in the hosp for non mynx procedure related treatment. Twenty-four hours post procedure, the pt remained in the hosp without any complications noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.